Event description:
The information provided a sjm indicated the patient underwent mitral valve replacement with this 27mm sjm epic valve, implanted intra-annularly using inflow pledgets, in a non-calcified annulus following sizing with an sjm sizer set. The patient became symptomatic and presented with heart failure, pulmonary hypertension (70 mmhg), and regurgitation. The valve was explanted and replaced with a non-sjm bioprosthesis. A tear was observed in the cusp of the explanted valve. The patient was reported to be stable.